Event description:
Hospital biomed tested the system 4400 electrosurgical unit, a sample conmed pencil #130307 and a pad (manufacturer was unknown). The pencil and esu tested out to be working properly.